Event description:
It was reported the front screen of the external pulse generator (epg) has residue on it, and the display is difficult to read. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was contaminated, as well as the keyboard being contaminated and scratched. Analysis also found that the battery release and ring cover were contaminated, that one side bail cover was broken and contaminated, that the battery contacts were compressed and that the battery drawer was broken. (B)(4).

Event description:
It was reported the front screen of the external pulse generator (epg) has residue on it, and the display is difficult to read. The epg was returned for repair. No patient complications were reported as a result of this event.